Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. In addition, the cable connecting ECG "c" and ECG "d" and the cable connecting ECG "a" and ECG "b" to the front therapy electrode was pulled from the strain relief, damaging wires in the cables. The j500 connector was pulled off the distribution node as well. The root cause for the strained cables and connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.